Event description:
The doctor reported separating a file in the pt's tooth during a dental procedure. The doctor described torque speed as normal, but slow response in auto reverse. The pt was referred to an endodontist for further treatment.